Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital due to dizziness. Upon interrogation it was noted that there was an increase in the right atrial pacing thresholds resulting in loss of capture with no asystole for greater then two seconds. The pulse width was reprogrammed but no change was seen. The patient was right atrial lead dependent. Further reprogramming took place and a follow up was scheduled in the near future. No adverse patient effects were reported.